Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with an edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to stenosis and regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted six years, six months, underwent valve-in-valve procedure due to stenosis and calcification. A 23mm valve was implanted inside the failing 21mm valve. Trace pvl was noted post procedure. Patient was discharged on pod #5 in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted six years, six months, underwent valve-in-valve procedure due to stenosis and regurgitation. A 23mm valve was implanted inside the failing 21mm valve. Patient post-operative status was noted as in recovery.